Event description:
It was reported that high impedance was observed. It was also reported that the patient previously coughed with magnet stimulation but was no longer coughing during magnet stimulation. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent surgery and high impedance was observed prior to surgery. Pin insertion was checked and lead pin was properly inserted during surgery, which resolved the high impedance.